Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to exchange the ICD for a pacemaker, high threshold was observed on the rv lead. The lead was capped and replaced during the generator changeout. No further information is available.